Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had increasing pain, tenderness, and a pulling sensation at the ins site. The pain had increased within last month or so according to the patient. The healthcare provider (hcp) discussed with the patient about possible removal should she choose that route. Reprogramming was done to give the patient another option to help with the pain and the patient and will follow up if she decides she wants to move forward with possible pocket revision or battery removal. The event occurred during normal use. The patient status at the time of this report was "alive-no injury." A hcp later reported that the patient was supposed to undergo a revision on (B)(6) 2015. The patient's relevant medical history includes non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.